Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("suspected mis-positioned essure device") and device breakage ("that showed her essure was in pieces.") In a 35 year-old female patient who had essure inserted (lot no: c75432, c06017-invalid ) for female sterilisation. The patient had a medical history of tobacco user, smoker, alcohol use, anemia, blood pressure high, smoker, rash, irritable bowel syndrome, depression, bladder infection, asthma, anxiety, anemia, parity 2 and gravida ii. Previously administered products included: depo provera. Concurrent conditions were listed as menorrhagia and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: a. Fallopian tube, excision, bilateral: benign bilateral fallopian tubes. B. Peritoneum, biopsy: benign peritoneal tissue with fibromuscular stroma. C. Endometrium, curettings: interval phase endometrium, negative for atypia. Clinical history: pelvic pain, menorrhagia. Specimens received: a. Fallopian tube, excision, bilateral. B. Peritoneum, biopsy. Cg, endometrium, curettings gross description: received bilateral fallopian tubes are 2 fimbriated fallopian tubes protruding from the proximal end of the longer tube is a 43.5 cm long by 0.1 cm diameter coiled metallic wire, also received freely floating in the container are 2 coiled metallic wires ranging in length from 2 to 16 cm with a diameter ranging from 0.4 to 0.2 cm, [x-ray] on (B)(6) 2022: showed her essure was in pieces. Lot numbers {lot#: c75432, c06017} are invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-oct-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("suspected mispositioned essure device") and device breakage ("that showed her essure was in pieces.") In a 35 year-old female patient who had essure inserted (lot no. C75432, c06017) for female sterilisation. The patient had a medical history of tobacco user, smoker, alcohol use, anemia, blood pressure high, smoker, rash, irritable bowel syndrome, depression, bladder infection, asthma, anxiety, anemia, parity 2 and gravida ii. Previously administered products included: depo provera. Concurrent conditions were listed as menorrhagia and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: a. Fallopian tube, excision, bilateral: benign bilateral fallopian tubes. B. Peritoneum, biopsy: benign peritoneal tissue with fibromuscular stroma. C. Endometrium, curettings: interval phase endometrium, negative for atypia. Clinical history: pelvic pain, menorrhagia. Specimens received: a. Fallopian tube, excision, bilateral. B. Peritoneum, biopsy cg, endometrium, curettings. Gross description: received bilateral fallopian tubes are 2 fimbriated fallopian tubes protruding from the proximal end of the longer tube is a 43.5 cm long by 0.1 cm diameter coiled metallic wire, also received freely floating in the container are 2 coiled metallic wires ranging in length from 2 to 16 cm with a diameter ranging from 0.4 to 0.2 cm, [x-ray]. On (B)(6) 2022: showed her essure was in pieces. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.